Event description:
The vial lable contains no lot, or control range, information. Pt's blood glucose was not affected and no treatment was recieved. A request was made for the return of the suspect product and replacement product was shipped.